Manufacturer narrative:
(B)(4) b5: describe event or problem - additional h2: additional information.

Event description:
Subsequent to the initial MDR, additional information was provided on 10/27/2023. The patient was in the hospital for less than 24 hours. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that transmitter failed error occurred. On (B)(6) 2023, the patient experienced hyperglycemia and was taken to the hospital by their mother. The patient was not receiving cgm values due to the issue experienced with the transmitter. At the hospital they took a bg reading which was 600 mg/dl. At the emergency room the patient was treated with IV fluids and anti-nausea medication. At the time of the report the patient was still experiencing hyperglycemia with a bg of 400 mg/dl. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.